Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the cannula tip was fractured. The fracture appeared to be a clean break, with no sign of damage or deformation noted on the cannula. The root cause of the fracture is likely due to the manufacturing process. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device and material enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap ventral hernia- "dr. Freed performed surgery: trocars went in without struggle; at the end of the procedure he did one last inspection and noticed the tip of one of the trocar cannula on the omentum. Dr. Freed extracted the tip and matched up the broken off piece with the effected trocar to ensure all of the material was removed." Patient status: "patient is okay."